Event description:
The customer contacted physio-control to report that their device failed to deliver a shock. Upon evaluation of the customer's device, physio-control observed an event code in the devices memory. The event code logged in its memory is indicative of a device failure that could result in a failure of the device to charge for defibrillation. This issue is patient related; however there was no adverse patient outcome reported. The customer advised physio- control that no additional patient information is available.

Manufacturer narrative:
Supplemental medwatch report 001 indicates: results code: 114. Supplemental medwatch report 001 should indicate: results code: 213. Supplemental medwatch report 001 indicates: physio control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly to resolve the observed critical event code issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio control reviewed the device data and verified the reported issue. Physio further evaluated the removed therapy pcb, however further cause of the failure to deliver shock could not be determined. Supplemental medwatch report 001 should indicate: physio control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly to resolve the observed critical event code issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio control reviewed the device data and was unable to confirm the reported issue. Physio further evaluated the removed therapy pcb, however further cause of the failure to deliver shock could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock. Upon evaluation of the customer's device, physio-control observed an event code in the devices memory. The event code logged in its memory is indicative of a device failure that could result in a failure of the device to charge for defibrillation. This issue is patient related; however there was no adverse patient outcome reported. The customer advised physio- control that no additional patient information is available.

Manufacturer narrative:
H6: physio control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly to resolve the observed critical event code issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio control reviewed the device data and verified the reported issue. Physio further evaluated the removed therapy pcb, however further cause of the failure to deliver shock could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock. This issue is patient related; however there was no adverse patient outcome reported. The customer advised physio- control that no additional patient information is available.